Event description:
A site rep alleged an inaccuracy of 3-4cm after two spins on the o-arm. The surgeon opted to complete the surgery without the use of the stealthstation s7. There was no impact on the pt outcome.

Manufacturer narrative:
Device manufacture date was not available as no lot number was provided. Further inspection at the site revoked their passive planner probe's geometry error on the boarder of the threshold at 0.49. The probes left arm appeared slightly bent - removing that sphere reduced the geometry error to 0.27. It was recommended that the customer remove the probe from circulation and acquire a replacement as this was likely the cause of their inaccuracy.